Event description:
During a laparoscopic t.a.p.p. Hernia repair the stapler was used intracorporeally. The note left on the instrument stated "this stapler would not fire and release. It's jammed right now". Another ems was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Based upon the inquiry info received, ths visual examination and the functional test, it was concluded that the reported instrument "would not fire and release" during surgery may have been due to a yielded cartridge nose weld. The instrument was received with a yielded cartridge nose weld. The cartridge nose weld was examined and was found to have been sufficiently welded. The instrument was cycled and fired two staples which formed properly and then it failed to fired again which may have been caused by the broken nose. No conclusion could be reached as to how the nose weld had yielded. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. Co strives to understand each incident as it occurs in order to continuously improve our products.